Event description:
The right rear wheel of the walker came off during use. No injury was reported.

Manufacturer narrative:
To prevent the wheel from coming off, a circlip is placed in a groove of the wheel axle. The wheel axles were according to specification. The groove of the right rear axle was not according to specification. (B)(4).